Manufacturer narrative:
The customer contacted a siemens customer care center and reported that cleaning solution splashed onto an operator's face. The operator was not wearing personal protective equipment at the time of the event. A siemens field service engineer (fse) was dispatched to the customer's site. After inspecting the instrument, the fse determined that a clamp hose was missing, which caused the tube to disconnect from the instrument. The fse installed a clamp hose, checked the hydraulic drawer, reinforced some connectors, and ran weekly and monthly maintenances. The cause of the missing clamp hose is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that during monthly maintenance, a tube inside of the advia centaur xp instrument disconnected from the instrument and cleaning solution splashed onto an operator's cheek. The operator wiped the cleaning solution from her face and did not require medical intervention. There are no known reports of adverse health consequences due to this event.

Manufacturer narrative:
Siemens filed initial MDR on 28-aug-2019 and first supplemental MDR on 06-sep-2019. Additional information (11-nov-2019): siemens further investigated the issue and determined that cleaning solution was leaking due to the missing hose clamp. The hose clamp was replaced as part of normal routine troubleshooting. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00305 on 28-aug-2019. Additional information (08-aug-2019): when the customer contacted siemens to report that cleaning solution splashed onto an operator's face, the customer also indicated that there were water pump and low-pressure issues on the instrument. The issues were resolved with the service intervention performed by the field service engineer (fse). The instrument is performing according to specifications. No further evaluation of this device is required.